Event description:
It was reported that bilateral surgery took place in december, with one eye implanted on the (B)(6) and the other eye on the (B)(6). The right was implanted with a toric lens and the left eye with an enhance monofocal lens. Post-operatively, the result ended up myopic, slightly worse on the right eye, while emmetropia was the target. Yttrium-aluminum-garnet (yag) treatment was done in january without any improvement. The patient describes blurred vision on the far side disadvantage right. Also certain shade changes of colors where she can get a blue tone in white colors which she then points out. The vision in the left eye is described as somewhat shiny. Through follow-up we learned that the vision in the right eye was: 0.4 ok, 1.0. Left eye was: 0.8 ok 1.0. Post op refraction: hay -0.75 = -0.25 ×100 well -0.5. No further information was provided. A separate report will be submitted for the other eye.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown, as information was requested but not provided. Explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number:(B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.